Manufacturer narrative:
The repair was completed by the customer. No further repair information available. H3 other text: the repair was completed by the customer. No further repair information available.

Manufacturer narrative:
No report of patient involvement. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.